Event description:
It was reported during the implant attempt, that the physician had difficulties getting the wire through the tip of the lead. As the implant progressed the guidewire would not advance in or out. The lead was removed and a new lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, it was noted that there was blood/body fluid on all conductors (not obstructed).